Manufacturer narrative:
Concomitant medical products: product ID: lot# va294g1, product type: lead. Product ID: 978b128, serial/lot #: (B)(4). Ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller was referred to a specialist at mayo clinic. Caller said the doctor did a x-ray and CT scan which showed the lead was not placed correctly. Caller said the doctor said only electrodes 0 and 1 are touching the nerve and electrodes 2 and 3 are not touching the nerve. Caller said the doctor told them to call in and ask for the programming to be focused on electrodes 0 and 1. Consulted with technical services and reviewed the caller can start with programs 1 and 2. Agent did not ask about the circumstances that led to the reported issue.